Event description:
It was reported the s8-3t transducer was not angulating from zero degrees, while in use with an epiq 7c ultrasound system. The service engineer verified the failure was an articulation issue and the tip of the transducer would not flex/angulate correctly. The procedure was completed by exchange of the transducer. The suspect transducer is being replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.

Manufacturer narrative:
The device evaluation confirmed the failure and found cosmetic damage, and fluid ingress causing corrosion on the transducer interconnects and steering mechanism.